Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A distributor contacted stryker to report that the main keypad of their device was in the wrong language. In this state, the customer will not be able to follow the instructions in order to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and was able to verify the reported issue. The cause of the reported issue was determined to be due to the manufacturing problem.

Event description:
A distributor contacted stryker to report that the main keypad of their device was in the wrong language. In this state, the customer will not be able to follow the instructions in order to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.